Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction made to alert date (from (B)(6)2010 to (B)(6)2010). Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix and conductor; the helix would not extend due to being over-retracted; full lead returned and analyzed.

Event description:
It was reported the lead was attempted, but not used due as the helix could not be deployed after several repositioning attempts. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): helix disengaged from helical channel, and blood noted on helix and conductor; the helix would not extend due to being over-retracted; full lead returned and analyzed.